Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right-atrial (ra) lead exhibited noise. No resolution was performed. No patient consequences were reported, and the patient was stable.